Manufacturer narrative:
The edge of the barium (strip) may be cut by sewing needles by a length of 1-2 stitches due to careless sewing, which is difficult to find during inspection. And the cut place may be damaged... During surgery. Met with sewers to discuss this complaint. It is difficult to determine whether the lap sponge was cut during use. A 100% inspeciton is taking place prior to packaging the lap sponge.